Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements on the right ventricular channel were observed. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported. Additional information was received detailing that a low out of range shock impedance measurements was recorded, due to this the device emitted audible tones. Additionally, it was noted that the patient had a secondary, non boston scientific, device implanted and it is not know if there is some type of interaction between the systems. Noise was also observed. It is suspected that this happened due to interaction during a daily device shock impedance. No changes were performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements on the right ventricular channel were observed. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported.